Manufacturer narrative:
The complaint sample is not available for investigation. A visual, functional and dimensional inspection was not be conducted due to lack of the device sample. A DHR (device history record) file is not available for review in the us. The complaint sample is not available for investigation. The complaint cannot be confirmed. No corrective/ preventative actions will be assigned. The root cause cannot be determined.

Event description:
The complaint is reported as: the customer alleges that the blade would not attach to the handle. The intubation was delayed until another laryngoscope set was obtained for pt use. No pt injury.